Event description:
It was reported that intermittent malfunction alarms occurred. There was no reported adverse impact to the customer's blood glucose level. No backup insulin therapy was currently available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.